Event description:
Doctor implanted two endotine forehead 3.0 devices into pt. Within 24 days, all of the tines on one of the devices had completely dissolved.

Manufacturer narrative:
Doctor re-operated and replaced the endotine forehead device with a larger size endotine forehead device to correct the issue.